Event description:
It was reported that during a gastrectomy procedure, when the package was opened, it was found that the probe was deformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.